Manufacturer narrative:
Additional information: the device was manufactured between: 20sep2016 and 21sep2016. The device was received for evaluation with an empty bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The blue winged luer cap was not returned. During functional testing no evidence of a leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. The pump was filled with 5fu. There was no patient involvement. No additional information was available.